Manufacturer narrative:
The insulin pump received with blank display after the countdown screen, the problem isolated to the mother board. Unable to verify motor error alarm due to blank display and the motor passed motor test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No additional information was provided.